Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the blinking charge indicator light was observed when the monitor is plugged in to a/c. The power supply was checked first and met specifications. The monitor does not function on ac or battery power. The same characteristic was observed when the aux printed circuit board assembly (pcba) was installed on the bpm lab platter. The capacitors at c19 and c111 were found to have blown. The remaining monitor components were installed on the lab platter with the platter aux pcba and functionality was observed. The aux board was found to be defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) unit would not go on alternating current (a/c) power and the light is flashing on back. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.